Manufacturer narrative:
Ge healthcare issued a proposal for diagnosis and repair. The proposal was not accepted. No further information is available regarding the resolution of the reported issue. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a ventilator malfunction error that causes a loss of mechanical ventilation. There was no report of patient involvement.